Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A factory-retained sample from the involved product code/lot# was evaluated. Visual inspection revealed no obvious anomaly, such as a kink or a break, in the appearance along the total length of the device. Magnifying inspection of the platinum coil segment (0-30mm from the distal end) did not find any anomaly. There was no elongation or no irregularity in the coil pitch. Magnifying inspection of the stainless-steel coil segment did not find any anomaly. There was no deformation or no irregularity in the coil pitch. The outside diameters of the platinum coil and the stainless-steel coil segments were measured and verified to meet the specifications. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the runthrough ultra floppy (the actual device) became trapped in a stent and its distal end got fractured during a lad treatment. Sion blue (asahi intec) was inserted in lad, and a des was deployed in lad while the actual device was placed in d1 for protection. After that, during manipulation to retrieve and re-insert the actual sample to d1 through the stent, it became trapped between the stent and the vessel wall and fractured at the distal segment. The fractured piece was left in patient and the stent was post dilated in the manner of impacting the fractured piece against the vessel wall. The procedure was finished. The patient's condition was stable and favorable.